Event description:
It was reported that the device was used during a hemicolectomy procedure. It functioned as intended. A leak test was performed and no leaks were detected. The patient developed post-operative bleeding. The bleeding created a submuscular hematoma that increased the stress over the staples creating an intraperitoneal bleeding and intraluminal bleeding. This is how the problem was detected. This resulted in a re-operation and the surgeon confirmed that the bleeding was from the anastomotic line. Vicryl sutures were placed to support the anastomosis and to stop the bleeding. To reduce stress over the debilitated anastomosis, a temporary ileostomy was performed, and the patient will be reconstituted in 3 months. The patient is recovering with no further complications.

Manufacturer narrative:
Information anticipated, but unavailable at this time.